Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific lynx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence and corrective surgery. It was reported that the patient experienced bladder outlet obstruction from previous sling procedure and underwent mesh removal on (B)(6) 2010. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent paracervical repairs bilateral, vault suspension and a tvt suprapubic midurethral sling.

Event description:
It was reported that the patient concurrently underwent paracervical repairs bilateral, vault suspension and a tvt suprapubic midurethral sling.